Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2015. Patient was advised to go into his bluetooth, "forget device", uninstall/reinstall the g5 mobile app and pair up with the transmitter. Transmitter and smart device were successfully paired. At the time of contact, no injury or medical intervention was reported.